Manufacturer narrative:
It was reported by the sales rep, the patient underwent surgery because of suspected infection. The original intent was to explant the star system. Upon examination in the surgical setting, the doctor determined there was no infection. As is typical with articulating orthopedic implants, the polyethylene component was replaced while the ankle was exposed as a process for extending the life of the implant of the total joint as the polyethylene tends to be the time limiting component due to natural and expected wear through normal use. Not defect or failure was identified and/or the cause of the revision.

Event description:
Revision surgery - due to suspected infection and poly swap.